Manufacturer narrative:
H.6. Investigation: one sample was provided for evaluation by our quality engineer team. Through examination of the sample, the tubing was observed cut at the bonding area and small piece of tubing was found within the luer adapter. As a lot number was unavailable for this incident, a review of the production process could not be completed and an exact cause for this incident could not be determined. This condition can be a customer related issue or an overstress handling in the bonding area of device, this due that the tubing was cut or damage, it is important consider that a part of the tubing was keep join to the luer component, it confirm that the tubing was cut from the luer joint. H3 other text : see h.10

Event description:
It has been reported that one unspecified bd¿ catheter has been found defective during use. The following has been provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported that there was separation at the female luer and tubing engagement with part of the tubing within the female luer. Per email: I had a product complaint involving an IV/t connector. The nurse reported she assessed piv and the max zero had disconnected from tubing. Piv did not have a t connector due to it being a vat IV so piv had to be removed. I am not sure what the catalog# is for this product. Regarding this issue, received were the following used bd samples- 1)maxzero connector model mz1000-07 lot unknown, and 2)broken closed IV catheter system lot unknown (separation at the female luer and tubing engagement with part of the tubing within the female luer). Initial testing performed observed no issues with the maxzero.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ catheter has been found defective during use. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that there was separation at the female luer and tubing engagement with part of the tubing within the female luer. Per email: I had a product complaint involving an IV/t connector. The nurse reported she assessed piv and the max zero had disconnected from tubing. Piv did not have a t connector due to it being a vat IV so piv had to be removed. I am not sure what the catalog# is for this product. Regarding this issue, received were the following used bd samples: maxzero connector model mz1000-07 lot unknown, and broken closed IV catheter system lot unknown (separation at the female luer and tubing engagement with part of the tubing within the female luer). Initial testing performed observed no issues with the maxzero.